Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decrease right ventricular (rv) sensing was noted. Diagnostic imaging was performed and was inconclusive. The rv lead was capped and a new lead was successfully implanted. The patient was in stable condition.